Manufacturer narrative:
(B)(4). During baxter's eval, the false downstream occlusion alarm was confirmed and was not reproduced. Eval found that the downstream sensor reading was above specification when a fluid filled set was loaded, caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false downstream occlusion alarm. There was no pt involvement.